Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On the day of the event, the patient was found on the floor by his wife. She checked the cgm and it was displaying 120 mg/dl. She checked a bg and it was 28 mg/dl. She called 911 at around 9 o'clock. The patient was treated with IV glucose and was transported to the hospital. At the hospital, it was reported that the patient's "blood kept on increasing" due to the medications provided to him for pneumonia. The patient was treated with steroids and antibiotics for pneumonia. At the time of the report, the patient was still in the hospital recovering. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. It was reported that the patient was in the hospital for more than 24 hours; however, during the time of the report on (B)(6) 2024, they were still in the hospital recovering. No additional patient or event information is available.